Manufacturer narrative:
The lead was returned with no reported complaint. As received, a partial lead (only distal portion) was returned in one piece. Visual examination found external abrasion breaching the outer insulation and exposing the outer coil distal to suture sleeve tie impression consistent with friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis. Wear problem.